Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The provider noted bleeding around the seal and opted to remove the jada system [device ineffective] no additional ae reported [no adverse event] case narrative: this spontaneous report originating from the united states was received from other (hospital) via clinical educator referring to a female patient of an unknown age. The patient's historical conditions included pregnancy and cesarean delivery. The patient current conditions, past drugs/ allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On (B)(6) -2023, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine route (defaulted) (discrepant information: subdermal route reported) (lot number and expiration date were not reported) for postpartum hemorrhage and left in overnight. On (B)(6) 2024, the provider noted bleeding around the seal and opted to remove the vacuum-induced hemorrhage control system (jada system) (device ineffective). However, it was reported that lot of clots were present. The patient ended up needing a hysterectomy. No additional adverse event (ae) reported (no adverse event) and no product quality complaint (pqc) reported. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued on (B)(6) 2024. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.